Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. Customer stated the insulin pump battery would show three bars and screen would go blank and currently alarming motor error. Customer's blood glucose was unknown. Troubleshooting was done. Customer stated that she does not use the sensor feature in the insulin pump and unable to complete the rewind sequence. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.